Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst blood collection tubes experienced air bubbles in the gel before use. This event occurred 2 times. The following information was provided by the initial reporter: there were air bubbles in the gel that was observed during in an inspection of the tubes.

Event description:
It was reported the bd vacutainer® sst blood collection tubes experienced air bubbles in the gel before use. This event occurred 2 times. The following information was provided by the initial reporter: there were air bubbles in the gel that was observed during in an inspection of the tubes.

Manufacturer narrative:
H.6. Investigation: bd reviewed the samples and photos were forwarded for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. If the environment temperature goes up during sterilization, storage and transportation, it may lead to bubbles size to increase after meeting the acceptance criterion during inspection. H3 other text : see h.10.